Manufacturer narrative:
This report is submitted on october 26, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number: 3009092818 and exemption number: e2016011. H3 other text: device not yet returned to manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, october 26, 2016.